Event description:
Autoimmune reactions to surgical clips upper right pain worse after eating from plastic hem o lok gallbladder clips they thought I had sod sphincter of oddi dysfunction. Nope. My body just hates foreign material. Then I got 8 more metal clips. I don't wear earrings cause of allergies. Pain. Fever. Exhaustion. Over sleeping. Achy. Brain fog. Fevers. Eyes look like feel like I have pink eye but it's not but comes for a week every month. Removed clips everything is gone. Healthy. Hard to find docs to remove clips please put something out so patients have a right to remove foreign objects from our bodies and doctors can't just tell us it's all in our head the clips are fine cause they aren't. The doctors removing things weren't sure at first but after many removal improved patients they learned that clips and other foreign objects the body can react poorly to. They don't even tell us they will use surgical clips and leave them in for life to bother our bodies. Trying to fix stuff they just broke more stuff. Please make a statement or report for us. Referencing reports mw5169116, mw5169117, mw5169118, mw5169119, mw5169121, mw5169122, and mw5169123.